Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected: upon review of returned product, the product was found to be just cracked and not broken as originally reported. Therefore this is not a reportable malfunction as it has not been previously reported. This report (1818910-2015-28685) is being voided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The fixed bearing tibial impactor fractured and broke into pieces.